Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of worsening mr was a cascading effect of slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other slda clip referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first implanted clip. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted and the mr was reduced from grade 4 to grade 2. On (B)(6) 2018, the patient reported feeling unwell and a transesophageal echocardiogram was performed. It was noted that the clip had detached from the posterior leaflet, remaining attached to the anterior leaflet (slda), and the mr had increased to grade 3. The patient underwent a second mitraclip procedure on (B)(6) 2018. Two additional clips were implanted; however, it was noticed that about 5 minutes after deployment of the second clip, it detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). A third clip was deployed and the mr was reduced from grade 3 to grade 1-2. No additional information was provided.